Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed hematoma. During the evacuation of hematoma, the physician decided to extract the whole system due to the surrounding tissue and pocket appearance. The device and lead were sent to the laboratory for cultures. Additional information received indicated that the culture result was positive for (B)(6). No additional adverse patient effects were reported.